Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed and the physician elected to explant the rv and left ventricular (lv) lead leads and surgically abandoned the right atrial (ra) lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a cut on the trilumen insulation through to the rate/sense lumen approximately 170mm from the terminal pin. A surface cut was also noted distal to that point. Dried body fluid was noted in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.